Manufacturer narrative:
The defective trumpf medical light lamp head and cardanic were replaced and returned for evaluation. Our investigation has identified steps in the manufacturing process which combined with non-approved cleaners can lead to the paint chipping. The damage to the painted surfaces usually does not develop suddenly, but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient.

Event description:
Trumpf medical was informed by a customer that paint from the surface of their surgical light lamp head and cardanic arm was chipping. No injury reported.